Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed; however, the difficulties visualizing the device under fluoroscopy was unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a narrow 90% stenosed lesion in the mid circumflex artery. The balance middleweight (bmw) guide wire was advanced into the lesion; however, the tip of the guide wire could not be seen on angiography. The bmw guide wire was removed and it was observed that the coils were unwound, and loosely wrapped around the core. There was no resistance noted during advancement or removal. It was confirmed that no portion of the guide wire remained in the anatomy. A new bmw universal guide wire was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the bmw guide wire had reduced visibility under fluoroscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.